Event description:
It was reported that during a procedure the advanced cement mixer syringe became detached, it is unknown if any particles remain in the patient. No adverse consequences or medical intervention has been reported. It was reported that there was a procedural delay over 30 minutes, the exact length is unknown.

Manufacturer narrative:
The device was scrapped by the manufacturer.

Event description:
It was reported that during a procedure the advanced cement mixer syringe became detached, it is unknown if any particles remain in the patient. No adverse consequences or medical intervention has been reported. It was reported that there was a procedural delay over 30 minutes, the exact length is unknown.